Event description:
It was reported that during the initial placement of this right ventricular (rv) lead, the sensing and pacing threshold values were not acceptable and the physician decided to attempt another position. Upon removal of the lead, the helix mechanism did not retract after more than 30 turns. It was decided to remove the lead and complete the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. It was also noticed that the helix was stretched out. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the initial placement of this right ventricular (rv) lead, the sensing and pacing threshold values were not acceptable and the physician decided to attempt another position. Upon removal of the lead, the helix mechanism did not retract after more than 30 turns. It was decided to remove the lead and complete the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.